Manufacturer narrative:
A steris service specialist arrived at the facility and found that there was insufficient clearance between the upper arm of the unit and the bottom of the auxiliary spindle. This resulted in the top of the arm brushing against the bottom of the auxiliary spindle. This contact is the apparent cause for the chipping of the paint finish overtime. The lighting system was installed by steris service personnel on (B)(4) 2011. There are no additional service records for the reported unit aside from the installation activity and this event. The necessary components have been ordered to repair the chipped paint, and the proper adjustments will be made to correct the clearance issue noted on the lighting system. Repairs will be completed once parts become available.

Event description:
The user facility reported that paint located on the bottom of the auxiliary spindle on a harmony led lighting system was starting to chip. Out of an abundance of caution we are filing this report as steris has received conflicting reports regarding patient involvement in this reported event.

Manufacturer narrative:
Repairs have been completed on the unit. The repairs include installation of a longer down tube so that the light arm has sufficient clearance from the auxiliary spindle. The auxiliary cap, canopy and canopy extension kit was also replaced. The unit has been returned to operation with no further issues reported.